Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher coil stretched with a broken lead wire and the implant completely stretched and separated from the delivery system, which is consistent with the alleged product issue. Due to the condition of the pusher and implant, the attachment monofilament could not be located to determine the mode of separation (i.e., thermal detachment vs. Tensile break); however, as the physician pulled the device prior to the implant separation, as described in the reported event, the implant likely separated from the pusher due to the device experiencing retraction forces over specification, which is consistent with the stretched condition of the pusher coil and implant. Furthermore, the returned microcatheter was found smashed which may have caused a pinch-point during the coil repositioning, resulting in the implant separating from the pusher. The physical evaluation of the microcatheter could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
Correction data: h3 (device not evaluated by manufacturer). Additional information received. The coil broke into two parts. Part of the coil remained in the patient inside the aneurysm and the remaining part was withdrawn and will be sent to you for evaluation. Placement of flow diverter was not pre-planned. The device has not been received as of the date of this report. If received and evaluated, mvi will issue a supplemental report.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device

Event description:
It was reported that during an aneurysm embolization procedure, the embolization coil was deployed and unintentionally detached in the microcatheter during pull back to reposition the coil. The device was removed and the procedure completed using a flow diverter device. There was no report of harm or injury to the patient, who was doing well.